Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was repeating the cartridge detection notification. Tandem technical support assisted the customer with clearing the notifications and repeating the load process. There was no reported impact to the customer's blood glucose level.